Event description:
Sales rep reported that once both t's were implanted, the surgeon pulled on the suture, and the suture popped off both implants. Another fast-fix was used to complete the repair. A 5 minute delay resulted. It was confirmed that the surgeon was not able to remove the t's. They remain unsupported in the patient. It is unknown how far apart the t's were placed. The surgeon was a very experienced user of fast-fix.

Manufacturer narrative:
Device is not being returned, therefore no evaluation could be performed.